Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be a cracked (open) filter, designator fl29.

Event description:
The customer reported that their device had its service indicator illuminated and had logged multiple event codes. After an evaluation of the device, it was observed that the device would only deliver a monophasic defibrillation shock, the negative portion of the biphasic waveform. This would result in a significant reduction in expected defibrillation energy being delivered. There was no patient use associated with the reported issue.